Event description:
It was reported that the customer stated the purewick female external catheter did not work well, and patient developed a urinary tract infection. No longer using went back to diapers. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated the purewick female external catheter did not work well, and patient developed a urinary tract infection. No longer using went back to diapers. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
Customer states pw did not work well and pt developed a uti, no longer using went back to diapers. It was unknown what medical intervention was provided for uti. Per customer via email on 30sep2025, stated that customer would always leak with the wick on. And customer became raw on her labia. Customer developed a uti, so they switched to diapers which have worked better. So, they have stopped the automatic shipping for now. They have a 1 1/2-month supply in hand if they decide to try again.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.